Event description:
It was reported that a device did not infuse the programmed amount. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device evaluation is complete.